Event description:
It was reported that the patient presented to the clinic after hearing a tone from their device. Device interrogation revealed an alert triggered for high impedance on the superior vena cava (svc) coil. In the clinic, the svc impedance measurements were variable and high. Subsequently, the patient presented to the emergency room after falling. Per follow-up with the clinic, the cause of the fall was unclear. The svc impedances were still variable and high. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily hv-lead impedance trend data shows a spike increase for svc defib = 61 to 224 ohms peak between (B)(6) 2012, then returning to 60 ohms on (B)(6) 2012.